Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a rhythmia mapping and ablation procedure was completed with a intellamap orion high resolution mapping, intellanav stablepoint open-irrigated, and dynamic xt catheters. However post procedure it was noted that the patient experienced a stroke.